Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump went down. Power was on but the motor head was not spinning, no revolutions per minute (rpms). There was a delay of about two minutes as the patient was weaned from cpb and the device was changed out the surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 04-feb-2016: the sarns centrifugal pump system was being used in an on-pump beating heart coronary artery bypass graft (CABG) procedure. In this procedure the patient is placed on cpb, but the heart remains beating (no cross-clamping or cardioplegia) and the patient is maintained at normothermia (36 -37 degrees celsius). There were no functional issues observed during priming and preparation of the circuit. About 35 minutes into cpb, a backflow alarm occured and the venous reservoir started to fill. The perfusion team noticed the motor was not spinning and the displayed rpm was 0000. According to them, the start button was illuminated and they turned the speed knob but still no motor speed and 0000 rpm displayed. The arterial and venous pump lines were clamped. The centrifugal pump head was placed in a manual drive unit (hand crank) and the crank was turned to generate pump speed. The arterial clamp was opened and blood volume in the venous reservoir was returned to the patient, as the anesthesiologist ventilated the patient. The patient was weaned from cpb. The perfusionist (ccp) removed a sarns centrifugal system from another perfusion system base and brought to the operating room (o/r). The disposable pump head was placed in the new motor that was connected to this new control module. The new flow sensor was connected to the tubing. The motor speed was increased to above 1500 rpm and the arterial and venous lines were opened and cpb was re-initiated. There were no other issues the remainder of the procedure. The procedure was completed successfully and the patient was weaned from cpb without issue. There was a delay of about two minutes as the patient was weaned from cpb and the system was changed out. There was no associated blood loss. The second ccp provided some patient follow-up the following morning, and the patient was alert and responding to commands and there was no indication of patient harm.

Manufacturer narrative:
(B)(4). Received a voluntary event report (mw5060113) from the FDA on 15-mar-2016. This complaint is related to emdr #1828100-2016-00229. The field service representative (fsr) was unable to duplicate the reported issue. The suspect device was returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported complaint was not duplicated. The motor did not stop unexpectedly. The product surveillance technician (pst) observed no damage to any of the three received components. Magnified visual inspection of the j7 pins and the p7 crimps revealed darkened (black) areas at the points of contact between the printed circuit (pc) board pins and the crimp terminals of the motor cable. The areas appear to be ¿fretting¿ corrosion. All pins of the motor connector showed similar amounts of the fretting corrosion. There are only two points of positive contact between each pin and its mating terminal. By removing one crimp at a time from the motor connector p7 with motor running, it was determined that ¿opening¿ pins 1 or 10 while running will cause the motor to stop with the start button remaining lit. The reported complaint was not duplicated under normal usage during evaluation, but the corrosion found is a possible cause. During the evaluation emdr #1828100-2016-00229 was created for erratic flow display. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.